Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had a product short while inside of them. It was noted that the product was only a couple months old at the time. No other information regarding the event was received. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-aug-25. The patient stated that the symptoms related to their product short was painful electric shocks when turned on. The unit was removed in 1996 which resolved the issue. They noted that they only used their device for 2-3 months. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.